Event description:
The representative opened the ndi toolbox, there was an erroneous bump status and internal temperature error.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The camera faulted, the amber light was on, and the temp sensor faulted, causing the camera to not communicate. The camera was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3/h6: the system was serviced in the field and the camera head was replaced. Codes b01, c08, and d02 apply. The camera, lot number: p901587, was returned and analyzed. The returned positioning sensor unit (psu) had scratches on the housing and lenses. The left sensor lens was cracked. A check of the event log showed intermittent firmware incompatibility and intermittent illuminator voltage low. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu also failed an accuracy test. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while the system was being prepped for a spine case it displayed a "localizer faulted" error message. The issue persisted after a reboot, and eventually the medtronic representative (rep) swapped camera carts with an adjacent system and the issue resolved. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: product ID 9735821, lot number: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.